Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion and force sensor test. R&d disposition: for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 6 to 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion and force sensor test. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer is missing from 6 to 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Manufacturer narrative:
Unit received with partially broken retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Unit passed rewind, prime or seating, basic occlusion and force sensor test. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring came off and reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.